Event description:
(B)(4). Please reference original order number (B)(4). The provider states the unit will not turn on. He states he checked to make sure it was plugged in and as far as he knows, wasn't dropped. (B)(4).